Event description:
The customer stated that an oneac uninterruptable power system (ups) used with the axsym analyzer caught on fire at 1:40 am when no one was in the laboratory. The fire company put out the ups fire using foam spray. The hospital did not need to be evacuated, and no injuries or burns occurred. The customer requested field service to verify if the axsym was affected. The customer stated the axsym and ups were both functioning fine prior to the fire.

Manufacturer narrative:
(B)(4), evaluation - (the field service representative ( fsr) did not examine the damaged ups as it was removed from the laboratory). - (the fsr did not discover any issue with the axsym analyzer). The oneac ups had been installed with the axsym 1 year ago, and the ups was not new when it was installed. A field service representative (fsr) replaced the ups, and performed a successful voltage check on the axsym. The fsr performed an axsym start up successfully, and the customer ran assays to verify the performance of the axsym. The fsr did not examine the ups as it was removed from the lab by the bio-medical department. On 09/01/10, the technical application specialist (tas) asked the customer to take photos of the damaged ups and forward them to abbott. The photos have not been received at abbott. The abbott axsym system operations manual contains adequate information on the axsym analyzer potential hazards, operational precautions and limitations. The manual notes the axsym system poses no uncommon electrical shock hazard to operators, and basic electrical hazard awareness is essential to the safe operation of any system. The abbott service and support manual contain electrical specifications for the axsym analyzer. A service history review found no additional customer complaints have been initiated on axsym (B)(4) since the fsr serviced the analyzer, and replaced the damaged ups. The service review also found no issues with the axsym had been reported by the customer prior to the ups fire. The august 2010 abbott metrics for the axsym analyzer did not identify any adverse trends due to the issue being evaluated. The safety hazards memo contains information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against electrical shock or burn, excessive temperature, and spread of fire from the equipment. Based on the available information and this evaluation, no deficiency was identified for the axsym analyzer list number 07a83-95 for the issue under evaluation.